Event description:
Patient vomited after ingesting the pranactin -citric solution. Pranactin-citric is the drug component of the breathtek urea breath test for h. Pylori infection. Test was administered for post treatment monitoring of h. Pylori infection.

Manufacturer narrative:
Meretek contracts out the manufacture of the breathtek ubt collection kit, which occurs in three separate phases: phase I - manufacture of the bulk granulated pranactin-citric drug component. This part of the manufacture is performed by vps corporation. Phase ii - packaging the bulk pranactin-citric drug component into pouches. This part of the manufacture is performed by cardinal health. Phase iii - assembly of the kit components into the breathtek ubt collection kit. This assembly is performed by distributor. The finished breathtek ubt collection kits are distributed to meretek diagnostics, inc. Clients.